Event description:
The complaintant has reported that a patient underwent a therapeutic procedure for hemostatis in an unknown location. The date of this event is unknown. The resolution clip device was noted to have one side of the clip detached. The detached clip porton was not retrieved. Another resolution clip was successfully utilized to treat the bleed. The patient did not sustain any reported complications or ill effect due to the detached half clip. There is no further information available at this time. The user facility was unable to confirm if this event is in any way related to another event that was reported (same physician - date of event also unknown) that is being submitted via medwatch report 60000-2006-00195; attached.